Manufacturer narrative:
B4.date of this report 16 august 2025 g3.date received by the manufacturer? 16 august 2025 h6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link the sensor and re-linking of the sensor was completed successfully.upon review on dms, user is using the system and has information up to date. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 18 may 2025 senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.